Event description:
A patient reported during followup they have a surgery scheduled to fix their catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).